Manufacturer narrative:
Investigation is ongoing. This model (B)(4) is not sold or marketed in the u.s., however it is similar to commercial model (B)(4).

Manufacturer narrative:
The affected device was not returned to edwards for their evaluation. A device history record review revealed no non-conformances that could be related to the customer complaint. A review of the product verification (pv) sample data from the affected work order revealed that all samples passed the expander push force requirements. The data was found to be below the upper specification limit. Additionally, review of complaint data from 2011 did not reveal any manufacturing non-conformances related to similar complaints. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for an 18fr expandable sheath is 6.5mm. In this case, the access site diameter was 8 mm, and/or the minimum lumen diameter was 7-8 mm. Per report, there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. Physicians are extensively trained by edwards before they are qualified to use the device. In this case, the exact root cause for the reported femoral artery dissection cannot be confirmed; however, there are several factors that can contribute to this type of issue, including patient anatomy, vessel characteristics, and procedural factors. Per report, the physician used vigorous manipulation while advancing the delivery system into the sheath. Since the device is not being returned for physical evaluation, no further investigation can be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported by the edwards clinical specialist, the doctors implanted a 26mm valve in a gentleman with "decent" vasculature - 7-8mm femorals with minor calcification and tortuousity. The crossing of the e-sheath was successful only after extremely vigorous manipulation that pulled the stiff wire out of the left ventricle. Doctors were successful in re-crossing the aortic valve with the delivery system. Upon withdrawal of the sheath and knotting the prostar sutures doctors were faced with dissection and closure of the femoral artery